Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon implanted a 11.5mm icm115v4 implantable collamer lens on (B)(6) 2012 in pt's right eye. The lens was explanted on (B)(6) 2012 due to low vault. The lens was exchanged for a longer length lens. This resolved the problem. Pt's last visit on (B)(6) 2012, bcva 20/12.